Manufacturer narrative:
The reported event was ¿ultipace lead was attempted in left bundle region and was unable to penetrate.¿ as received, a complete lead was returned in one piece with the helix extended, bent, and clogged with blood. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the left ventricular lead was attempted at several different sites of the coronary sinus however, high capture thresholds and diaphragmatic stimulation was observed. The lead was removed and replaced. The second lead was attempted to implant in the left bundle region however, the lead was unable to penetrate. The lead was also removed and replaced. The patient was in stable condition.